Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient experienced an issue with a kinked cannula in their infusion set. This problem occurred within 3 hours after insertion. The insertion site was the abdomen. Patient blood glucose levels were reported as high. Patient was treated via correction bolus. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.